Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive and became frozen on the quick bolus screen. There was no reported impact to the customer's blood glucose level. Reportedly, pump was reset to resolve the issue and the customer continued to use the pump for insulin therapy.